Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button kit was used during a gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure when the physician was pulling the tube through the abdominal wall, the tube between the catheter and the button got torn. No parts of the device fell inside the patient and the procedure was completed with a new one step button kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button kit was used during a gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure when the physician was pulling the tube through the abdominal wall, the tube between the catheter and the button got torn. No parts of the device fell inside the patient and the procedure was completed with a new one step button kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation found out that the tubing to have been cut / torn at approximately 2.8cm from the distal end. The cut / torn end of the proximal section of the tubing presented markings around the circumference which appear to have been made by hemostat or similar instrument. Additionally the cut / torn ends were also ovaled as if pinched prior to failure. The condition of the returned unit was consistent with the complaint incident that button was torn/ split. Therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.